Event description:
It was reported by the edwards territory manager that the patient¿s blood pressure (bp) dropped to 60/40 after bav during a transapical tavr procedure (reference manufacture report number 2015691-2013-21073). The team decided to implant a 26mm sapien valve at this bp, before waiting for the pressure to recover. After valve implantation, the pressure remained low (60/40) and the heart rhythm was not in normal sinus rhythm; it was reported to be a slow rhythm due to a block, which returned to a normal sinus rhythm. The valve was implanted a little high (70:30 aortic) and the echo revealed moderate to severe leak, determined to be both central and paravalvular. At this time, the physician opted to put the patient on pump. With the patient stabilized, they implanted a second 26mm sapien approximately 4mm lower. The bp was normal and review of the echo revealed trace to no leak. The chest was closed, the patient was taken off of pump and was noted to be stable at the end of the procedure. Additional information noted there was moderate native valve/leaflet calcification and mild aortic root calcification. It is unknown if the patient had septal hypertrophy or mitral annular calcification (mac). The coaxial alignment of delivery system and valve was reported to be fair and the image intensifier angle was described as good. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment. .

Manufacturer narrative:
Per the instructions for use, device malposition and valve regurgitation requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. In addition there are several procedural and anatomical factors which could contribute to valve regurgitation, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case the exact cause of the event could not be confirmed however patient (native annular calcification) and procedural factors (fair coaxial alignment of delivery system and valve) could have caused or contributed to the events of slightly too aortic deployment of the valve and resulting moderate ¿ severe regurgitation. This was resolved with implantation of a second valve in a more ventricular position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.